Event description:
Emt's responded to a person, condition unk. The device was connected to the pt and the analyzed button pressed. According to the rptr, the device alarmed "connect electrodes" and would not analyze the pt's rhythm. The pt was not resuscitated.